Manufacturer narrative:
Additional information was added to d9, h3, h6 and h10. H10: the device was received for evaluation. A visual inspection with the naked eye noted a black embedded particulate matter of size approximately 0.09 sq mm inside the welded cassette. The reported issue was verified, however, the embedded particulate matter was within the acceptable specification limits and therefore the device was determined to be conforming product. Only particulate matter (pm) that is mobile and within the solution or solution path will have the potential to induce pm related harm. After consideration of potential harms and worst-case scenarios, this issue may result in insufficient therapy if the embedded pm is large enough that it reduces the flow of the peritoneal dialysis (pd) solution. As pd therapy is often prescribed as a chronic therapy, it is unlikely that an isolated transient loss of therapy would result in a clinically detectable or significant harm were it to recur. Under water pressure test and functional test (self-test and priming) were performed and no leaks or issues were observed. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a black spot was observed inside a homechoice cassette. This was observed prior to use of the device for peritoneal dialysis (pd) therapy, when opening the package. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.